Event description:
Device 1 of 3: reference MFR report:1627487-2019-01961. Reference MFR report 1627487-2019-01962. It was reported the patient experienced uncomfortable stimulation located in their rib while stimulation is turned on. System diagnostics revealed high impedances on multiple contacts. In turn, the patient experienced lead migration (confirmed via x-rays). Reprogramming was tried to no avail. Surgical intervention was undertaken on (B)(6) 2019, during which, the scs system was explanted and replaced. Effective therapy was restored post operatively.